Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to remove the inserter needle from the sensor. The customer also reported a bent needle when the customer was able take a part the sensor. Customer's blood glucose was 85 mg/dl. The customer's sensor will be returned and replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, per visual inspection found sensor needle bent inside the sensor. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.